Event description:
The patient called to report that when running their heart rate gets up to 130 bpm (beats per minute) and then drops to 65 bpm and seems to stay there. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).